Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information was received reporting that the burn that the patient received was superficial and will take a couple of weeks to heal. No additional medical or surgical interventions were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: sc didn¿t identify any issues with the reported product. All the pre-repair diagnostic assessment tests passed. During service/repair the following was observed (technician note): handpiece passed all pre-repair diagnostic assessment. No defect found. Handpiece tested working within specification. During the service evaluation the following failures were identified: no defect found conclusion: ¿ failure reported is not confirmed. ¿ root cause: no failure found.

Event description:
This is report 2 of 2 for the same event. It was reported that during a mandibular bilateral sagittal split osteotomy procedure, the saw attachment device and pen drive device were being used when the patient had received burns on their lip due to the end attachment of the pen drive device becoming extremely hot with use and burning the patient. No known injuries were reported other than extended recovery and increased risk of infection. No reports of medical intervention or delays in the procedure. All available information has been disclosed at this time.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the device serial/lot number, complete UDI and date of manufacture are unknown at this time. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.